Manufacturer narrative:
(B)(4). Method: device history record review for (B)(4) and CAPA. No product returned. Result: record eval completed. Product met all release criteria. Conclusion: device not returned. No conclusion can be drawn. Retained samples from the cuvette lot involved with this complaint (B)(4) were tested and were within specified range. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports lower than expected act results on hemochron elite microcoagulation system. At 8:54 a.m. Hemochron elite microcoagulation system generated 132 seconds followed immediately by "437" seconds. At 9:54 a.m. Hemochron elite microcoagulation system generated 142 seconds followed immediately by "404" seconds. The repeat test generated the expected results. All liquid quality control and electric quality control passed prior to the procedure. The target range is 400-450 seconds. No adverse event(s) reported. Additional info on sample collection technique has been requested.